Manufacturer narrative:
User facility mandatory medwatch was received on 05/25/2011. The report number is (B)(4). The device was received. Investigation is not complete. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel. Additional information from the user facility report: date of report: 05/19/2011, brand name: hospira, common device name: plum a+3 triple, MFR: hospira plant (B)(4), (B)(6).

Event description:
User facility mandatory medwatch was received that stated the following: "(B)(6) male receiving central parenteral nutrition via hospira plum a+3 triple pump. A 1130ml bag of cpn hung on (B)(6) 2011 at 2000 running at 45ml/hr in channel a. Nurse noted bag to be dry on (B)(6) 2011 at 1330. Nurse who found dry bag said that the pump was set at 45ml/hr. At that rate, the bag should not have been completed until (B)(6) 2011 at 2100. Nurse felt that the pump delivered the cpn at an incorrect rate. All labs on the next morning were basically normal or trending the same as before. No patient harm noted." Upon further query the following information was provided that indicated the patient received more medication than intended. On (B)(6) 2011, at 2000, chl 1 of the device was programmed to deliver cpn (central parenteral nutrition), at a rate of 45ml/hr, with a vtbi (volume to be infused) of 1130ml for a duration of 25 hrs, and delivery was started. The drug library was not used to program the device. On (B)(6) 2011 at 1330, the device alarmed with an unspecified alarm. At this time, the nurse noted that the cpn container was empty. The physician was notified and the patient's vital signs were monitored. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided. Central parenteral nutrition (cpn) order: amino acid 15%, dextrose 20%. Additives: mvi with vitamin k 10ml, mte-5 1ml, folic acid 1 mg. Approx electrolyte totals/liter (w/intrinsics): na+ 75meq, k+ 10meq, ca++ 10meq, mg++ 8meq, cl- 48.33meg, po4 5 mmole, ace- 64.56 meq. Total calories 1123.2kcal, 1080ml at 45ml/hr will run for 24 hours.